Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred: a 5/h1/100/035 bx 5 imager ii was advanced to an unspecified lesion. During digital subtraction angiography (dsa) checking the physician found that the catheter was detached, and the distal part of the catheter was retained in the branch of the right femoral profound artery. After the consultation of vascular surgery doctors, dynamic observation and medications (anti-platelet aggregation drugs) were taken. The detached catheter was withdrawn out of the patient's body 2 days later. No patient complications were reported and the patient's status is stable.